Manufacturer narrative:
H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an increased number of upstream occlusion alarms after the software update. This occurred during delivery in the "4m" and cardiac care unit on "slow rate gtts of less than 50ml/hour". There was no report of patient injury or medical intervention associated with this event. No additional information is available.